Event description:
It was reported that prior to a lap sigma procedure, there was an error code on the display during test. No further info is available. Another like device was used to complete the case. There was no pt consequence.

Manufacturer narrative:
Eval summary: the handpiece was returned with a loose mount. It was tested on a gen04 and no error code was noted. However, the handpiece was disassembled; a torn acoustic isolator and evidence of moisture ingress were found in the instrument. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the mfg process.